Event description:
The customer reported that they suspected sampling issues on their c501 analyzer that had been ongoing for several weeks. They received an erroneous result for one patient sample tested for lactate dehydrogenase. The sample initially resulted as 281 u/l and this value was reported outside of the laboratory. The nurse called to question the result because the patient had not had a value this high in a while. The sample was then repeated on another c501 analyzer (serial number (B)(4)) and it resulted as 181 u/l. The sample was also repeated a second time on the original analyzer and the result was 200 u/l. The customer believed the 200 u/l value to be correct and a corrected report was issued using this repeat value. The patient was not adversely affected by the event. The lactate dehydrogenase reagent lot number was 65691201 with an expiration date of 02/28/2013. The customer also reported that the anion gaps for the ion selective electrode tests were not reproducing well, but the customer declined to provide any data for these tests. The customer noted they were getting a lot of sample short alarms on samples with adequate volume and suspected that sampling issues have been going on for several weeks. The customer stated that service was on site about a month prior to replace the sample probe, but the sampling issues continued. Again, the customer declined to provide any additional data. The field service representative determined that the sample probe was mis-aligned. He aligned the sample probe. He performed a mechanism check and verified sampling position. He ran a customer provided pool on ldh as well as cl, na, and co2. All results were inside both the customer and roche expected ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.